Event description:
It was reported that the basal iq ¿was not working as intended¿. Customer declined troubleshooting from tandem technical support and the alleged root cause could not be confirmed. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.